Manufacturer narrative:
For the reported event, a ge healthcare service representative and hospital biomed engineer performed a checkout of the system and confirmed the reported event. The display mount was recommended for replacement to resolve the reported event.

Event description:
This report summarizes <noe> 1 <noe> malfunction event. A review of the event indicated that model 1009-9000-000 anesthesia gas machine was reported for a broken display mount and display fall from the mounting arm. The report was received from a single source. The reported event did not involve a patient.